Event description:
The event is reported as: jamming of the stapler during use. No pt injury reported.

Manufacturer narrative:
The device sample is not available for eval. A CAPA was opened to address the issue of jamming. If additional info is received for this issue, a follow-up report will be submitted.